Event description:
During an acl procedure using the b-t-b technique, the biorci ha screw tip broke while being inserted. The tip remained in the patient and the surgeon followed it with another screw of the same size.